Event description:
Reference number (B)(4). Event occurred in the united states. It was reported that the patient was hospitalized due to high blood glucose level on (B)(6) 2024 . The length of hospitalization was 5 hours. The blood glucose level was found to be 520mg/dl. The patient was treated with intravenous and fluids of saline and insulin. Company do not see bent/kinking as being related to human factors, but rather as a training issue including correct choices of insertion sites and infusion sets and cannula length. Furthermore, the soft cannula is a flexible material that during use and upon removal can bend slightly no further information available.

Manufacturer narrative:
Since no lot number is available, a detailed investigation, tests or reference samples or batch review cannot be concluded. Therefore, this complaint will be closed, this issue will be monitored through pms product trends and malfunction. If any trends picked up, this will flag on the trips and alerts according to the omqr procedure.